Manufacturer narrative:
The reported complaint of the outer membrane tearing during normal usage could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed, and probable cause could not be determined. The device history review (DHR) for lot 13943720 was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a tego¿ connector was found to have a tear during patient use. The outer membrane is tearing during normal usage during hemodialysis; and in some instances, they have been encountering resistance/blockage when attempting to access the tego with syringes. Tego was replaced with no further incidents, the problem was not detected before use, and no adverse events with patients. The client discarded the problematic tego connectors but was advised to retain them for return & manufacturer investigation should the problems manifest again. The patient returned to baseline, there was a patient involved and no patient harm.